Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to an aortic aneurysm. There were no reported device issues or malfunctions. It was reported that the device was operating as intended. The device was not explanted.

Manufacturer narrative:
Section b5, d4, and h4: additional information manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas could not conclusively be determined. The device was not explanted. No product is available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the aortic aneurysm involved the descending aorta. The patient had normal blood pressure during regular checks in the hospital. The aortic aneurysm was not expected but it was not thought that the device caused or contributed. The clinic investigated the pump and it reportedly functioned as intended.